Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. Additional information has been requested. (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, a patient experienced an unexpected refractive outcome. The iol was exchanged for another lens during a secondary procedure. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the lens was returned for evaluation. Solution and blood are dried on the lens. The lens was cut into three pieces, consistent with insertion and removal from the eye. The lens was cleaned with lphse. Scratches are observed on both the anterior and posterior sides of the optic. Power and resolution testing could not be conducted due to the extensive damage. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported event. Power and resolution testing could not be conducted due to the extensive damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Additional information provided in h.3., h.6. And h.10. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided in d2 - part 1. The manufacturer internal reference number is: (B)(4).